Manufacturer narrative:
Patient information not provided/unknown. (B)(4). Device not returned for evaluation.

Event description:
It was reported that the abutment screw (unisg) fractured.

Manufacturer narrative:
The aware date in MFR 0001038806-2018-00169-1 submitted on may 10 2018, was reported as mar 02, 2018. The correct aware date is apr 26, 2018.

Manufacturer narrative:
One gold-tite square uniscrew was returned for inspection. A visual inspection revealed that the screw was fractured at the top of the threaded region. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot number. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. The biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of gold-tite tm square uniscrews, it is recommended to torque between 32-35 ncm. A singular cause cannot be identified. The following sections have been updated: zimmer biomet complaint: (B)(4).